Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred undergoing planned treatment for coronary procedure was performed. The procedure was completed by moving patient to another room. Remote service engineer (rse) examined the system remotely and confirmed that reported problem. After reviewing the system log, it confirmed the reported malfunction. Rse told the customer the kv unit showed a red blinking light, indicating a can error. The customer noted they had recently replaced the battery and would handle servicing. To resolve the problem, rse shipped parts to the customer, including the unit dig. Kv control and cube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.